Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for ink splatter and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and ink splatter and foreign matter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that before use of the bd vacutainer® k3e 3.6mg plus blood collection tubes there was one tube that had foreign matter and 218 that were dirty. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x1, dirty tube x218.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k3e 3.6mg plus blood collection tubes there was one tube that had foreign matter and 218 that were dirty. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x1. Dirty tube x218.